Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported that they were seeing cartridge chemistry (cc) reagent probes a & b motion errors, on the dxc 800 pro instrument, and a leak was found coming from reagent probe b while troubleshooting the issue. The leaking fluid was identified as wash solution. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and heard a "grinding" sound during a level sense test. The problem was found to be a broken belt on the reagent carousel. Fse replaced the belt, and carousel alignments were performed. Level sense test on upper and lower carousel was performed and fse noted all passed. A test patient was processed with no errors observed by fse. Repairs were verified per established procedures.